Event description:
It was reported that during normal device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was capped and replaced. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.